Event description:
Philips received a report that an untrained CT technologist assisting in the nuclear medicine department placed her arm between detectors as they closed during 90 ppm motion (in an attempt to reconnect cardiac monitor leads which had become disconnected from pt). The detectors did not stop shy of completing motion, assume a collision or e-stop did occur. A nuclear medicine technologist could not find a safe way to move detectors away from CT tech's arm. CT tech's arm was lubed up and a pry bar was used to increase the gap enough to extract her arm. The tech sustained bruising and did go to the emergency room. Reports by the imaging department staff states that the x-rays performed on the technologist arm did not reveal any breaks.

Manufacturer narrative:
(B)(4).